Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient was wearing the pod longer than 48 hours. It was also reported that the pod's cannula became dislodged and the adhesive was no longer attached. Symptoms reported include vomiting, crying, and not feeling well. The patient was treated with fluids and an insulin drip. The patient was released the following day. The pod was not worn when seeking medical attention.